Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular sys that, during cardiopulmonary bypass, the shunt sensor leaked. The product was not changed out. The surgery was completed successfully; 1 cc blood loss.